Event description:
Pt underwent a hysterectomy and also implant of a tenckhoff peritoneal catheter on 6/2/97. The catheter was to be used for oncology treatment. Initial info indicated that when the pt arrived at oncology for first treatment on 6/20/97 it was discovered that the catheter tubing was broken at the base of the adapter. It was subsequently learned that the catheter tubing broke as the pt was taking a shower. The catheter was removed and another catheter implanted.